Event description:
It was reported that when using the bd pyxis¿ medbank tower, assistance was required because oxycodone 5 mg tablets in bin 0117 were ejecting when issued. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the oxycodone 5 mg tablets in bin 0117 were ejecting when issued. A technical support specialist (tss) remoted into the cabinet and tested the cubie position. After rebooting, the cabinet accepted the cubie and did not release it when inserted. Customer attempted to issue the medication, but the item displayed as zero. Tss advised customer that a cycle count needed to be performed to obtain an accurate quantity before issuing. The system functioned as intended after the technical support specialist troubleshot the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, assistance was required because oxycodone 5 mg tablets in bin 0117 were ejecting when issued. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.